Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced prime/fill anomaly, no delivery/occlusion alarm, occluded. The customer reported no adverse event. The event involved product(s) mmt-1880l, mmt-431a, mmt-332a. Customer reported a past insulin flow blocked alarm. Troubleshooting was performed for the event. No harm requiring medical intervention was reported. No product return is required for mmt-1880l. No product return is required for mmt-431a. No product return is required for mmt-332a.

Manufacturer narrative:
Pump failed to boot up once installing aa battery, blank display noted. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and self test due to blank display. Test p-cap locked properly into the reservoir compartment. Unable to download pump history files or traces using thump software due to blank display. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: battery cap contact damaged, corroded battery tube, corroded battery tube spring, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, label damage, and end cap address label missing. Blank display was confirmed during testing due to a hardware failure, problem isolated to the electronic assembly. Unable to verify customer's complaint for prime/fill anomaly and no delivery/occlusion alarm. Moisture damage was confirmed found isolated to the battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.